Event description:
Complainant compared test strips to another brand. On 5/24/96 test strips results were am - 98, noon - 132, dinner - 208, and pm - 114; other brand am - 222, noon - 87, dinner - 243, and pm - 230. On 5/28/96 am - 126, noon - 220, dinner - 150, and pm - 128; the other brand am - 182, noon - 238, dinner - 201, pm - 235. Complainant saw dr today who ordered a blood test, and told pt her insulin would be adjusted accordingly. Complainant said dr has been lowering her insulin prescription based on the test strip results since she began using this product (approx six months). Rptr expected to have symptoms when her blood sugar was 87, but has not noticed any symptoms. The complainant does not feel the strips are accurate, but does not want to pursue this complaint with the distributor or the MFR.